Event description:
This is report 2 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapies were ongoing. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.